Manufacturer narrative:
(B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) prematurely depleted. The ins drained in less than a year and a half and the patient was told by their healthcare professional (hcp) that the ins could last between 4-5 years. There were no problems after the first surgery. The ins was replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.